Manufacturer narrative:
The four samples received were visually and functionally tested. They passed the prime test within specification. No product deficiency was identified.

Event description:
Account reported to the territory manager that they have two infections very recently. They later corrected it was only one patient. Patient was sent to a specialist in memphis for treatment of acute endophthalmitis and decreased vision.

Manufacturer narrative:
Tubing packs have been requested to the customer and at the time of this report they have not been received. Note: all pertinent information available to amo at the time of this report has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at this time has been submitted.